Manufacturer narrative:
The complication rate of inion cps implants equaled (B)(4) compared with a complication rate of (B)(4) in the titanium plate rigid fixation comparison population. The authors conclude that mandible fractures treated with resorbable fixation in this study demonstrated a complication rate higher than that of titanium fixation group, although this was not statistically significant. The pattern of angle fracture resulting in the highest complication rate was once again demonstrated in this study; however, all complications were managed accordingly and resulted in a satisfactory outcome in all cases.

Event description:
Information from a poster by gibson 2007 - USA - comparing 2.5 mm resorbable plates and screws to 2.0 mm titanium plates and monocortical screws in the treatment of mandible fractures. In all cases bony union was evident. A total of 6 complications occurred with inion cps devices: 1 defined as infection and/or non-union requiring debridement and reapplication of a titanium plate and 5 defined as localized hardware infection or exposure of hardware requiring hardware removal only.